Event description:
It was reported that no disposable clamp tubing alarm. Alarm silenced and settings reviewed. Pump turned off, tubing clamped and cassette removed. Tubing massaged while green tab depressed and cassette tapped on hard surface. Cassette reattached, tubing unclamped and pump turned on. Alarm returns. Repeated above troubleshooting steps once more but alarm persists. Pump turned off and tubing clamped near port site. Patient instructed to call clinic when they open this morning for further instruction. Patient verbalized understanding. No additional information available